Event description:
Healthcare professional reported left side pain and intracapsular rupture diagnosed by ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Device received in lab, pending completion of device analysis.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as fold flaw opening. Pain-breast: unable to observe since it is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side pain and intracapsular rupture diagnosed by ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
Photos of the device have been received; awaiting evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side pain and intracapsular rupture diagnosed by ultrasound and MRI. The device has been explanted.